Event description:
There has been a trend of premature failure of 3 and 4 french PICC lines across multiple lot numbers. The clear poly-tubing is cracking at the joint where the clear tubing meets the luer fitting.